Manufacturer narrative:
Source of the air bubbles is not known. If it is macro bubbles it can harm the patient seriously. Hence considered reportable. No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance (B)(6) during a tele-conference on 05/31/2017. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received from a facility located in (B)(6). The following was reported "air bubbles". There is no further information.